Event description:
The rptr stated that air was entering the syringe when filling the syringe with contrast media through the manifold. The rptr indicated that this had occurred on multiple occasions but did not provide specific details. This event occurred at hosp.